Manufacturer narrative:
During the evaluation of the device at the third party svc ctr, a failure related to the device's power supply was observed. The ventilator's power supply was replaced to address the issue. The ventilator's power supply was returned to the MFR's quality assurance laboratory for further evaluation and the customer's complaint was confirmed. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for th power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.

Event description:
The MFR rec'd info from a third party svc ctr alleging a ventilator was not working. There was no harm or injury reported.